Event description:
It was reported that while in an analyzer session, the testing results desired was selected, then "print." A message saying the print queue was full appeared, and the programmer froze. The programmer was turned off. Another programmer was obtained. This same problem was duplicated later, after the case. In the device side, a session summary could not be printed. The device gave the same message that the queue was full, but when the print queue was checked, nothing was listed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).